Event description:
A customer reported experiencing a pump alarm during the insulin delivery process. There was no reported adverse impact to the customer's blood glucose level. Although technical support assisted the customer in attempting to load a new cartridge, the alarm persisted, and since the pump was out of warranty, it was not replaced. The customer was unable to resume insulin therapy using the current device.